Event description:
Have found three kits 5f x 60 cm dual vascu-PICC with the guidewire (within the kit) loaded into holder in reverse (hard stiff end exposed while floppy end in deep within holder). Have found three such kits to date with all being same lot #. Concern is that someone might insert the stiff end potentially causing damage to the vein.